Event description:
It was reported that there was high impedance on the right ventricular (rv) and superior vena cava (svc) defibrillation coils. It was noted that the patient has been screened and it resulted that rv/svc defibrillation coils were not fully inserted in the device¿s header. The physician will reopen the pocket to adjust this problem. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID d354drg implantable cardioverter defibrillator (ICD),  implanted: unknown. (B)(4).